Event description:
It was reported that during a distal radius fracture surgery the drp plate ar-8916vsl-03s (lot: 15167246) failed in the top-left locking hole. It was not possible to insert the locking screw, as it just didn¿t hold the screw. The surgeon switched to another plate ar-8916vsl-03s (lot: 15167246) and the screw got stuck in the locking hole on the second plate. The screw got almost welded into the plate, and the surgeon couldn`t remove it, and accepted the position even though not ideal. The second plate remained in the patient, in an acceptable way. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the second plate with the same part, and lot no. As the first one. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.